Event description:
This event was reported as leaflet disruption and calcification. No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed calcification throughout each leaflet, especially concentrated at each attachment site, which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Thrombus was noted on the outflow aspect of the noncoronary cusp, contributing to stenosis of the valve. Rectangular, clean-edged sections of tissue were missing from the right-coronary cusp, indicative of histological sectioning prior to receipt. X-ray analysis revealed calcification within the aortic wall and belly of each cusp, especially concentrated at each attachment site. Stent distortion was noted and appeared artifactual of explant. Fracture of the wireform was also noted, incidentally, adjacent to the crimp. The occurrence of fracture of the wireform is very low in our valves. Based on our experience, wireforms usually have been fractured for some time prior to reoperation without affecting the function of the valve. The burnishing noted at this site indicates the fracture was not recent and concurs with our prior experience. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings wold account for the symptoms noted clinically. H6: 86=x-ray analysis.